Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was found adhered to the tip of the catheter. Flushing was conducted but it could not be taken off. The catheter was exchanged. The procedure was completed without patient's consequence. Device evaluation detail: the device evaluation has been completed. The device was visually inspected and a reddish black material was observed on the catheter tip, this is the clot reported by the customer. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the clot observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 12/21/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified, ¿reddish-black material on catheter tip and under ring 1¿ these findings are not considered reportable since there is no risk to the patient as there is no evidence for exposed internal components nor sharp/rough edges. However, the file continues to be reportable for the customer's reported event of clot being adhered to the tip of the catheter during procedure. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30011070l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was found adhered to the tip of the catheter. It was reported that three (3) hours after starting the ablation procedure, the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body to remove a bubble, a clot was found adhered to the tip of the catheter. Flushing was conducted but it could not be taken off. The catheter was exchanged. The procedure was completed without patient's consequence. There were no reports of error messages given by the generator system. The generator was used in power control mode and an unspecified anticoagulant was used and the patient has not exhibited any neurological symptoms since the procedure was completed. The issue of a clot on the catheter tip has been assessed as an MDR reportable malfunction.